Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary flow: visual visual inspection: the handle (part: 359.217.004 lot: 9678543) was received at uscq. Upon visual inspection it was noticed that the dowel pin on the handle was protruding out of the handle. No other defects were identified on the device. The complaint was confirmed. Conclusion: the complaint condition is confirmed as a fraction of the dowel pin was noticed protruding out of the handle which could have resulted in the complaint condition. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 359.217 (component 50101971). Lot: 9678543. Manufacturing site: hägendorf. Release to warehouse date: jan.20, 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that upon inspection, the handle had the center connecting pin extruding on one side with a sharp edge. There was no patient consequence. There is no further information available. This report is for 1 handle. This is report 1 of 1 for (B)(4).